Event description:
It was reported that the ventilator was inoperable. Reportedly, the unit was alarming inoperable while powered off. The reported issue occurred during set up with no delay noted. The investigation is ongoing.

Manufacturer narrative:
The reported issue occurred during set up with no delay noted. The service provider (sp) inspected the device and could not duplicate the reported issue. The sp reviewed the ventilator diagnostic logs, and no error codes were found. The unit passed all testing, and the device was returned to use.